Manufacturer narrative:
Concomitant products: w1dr01 ipg, implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. It was reported that the right ventricular (rv) lead exhibited some non captured beats. The rv lead remains in use. No further patient complications have been reported as a result of this event.